Manufacturer narrative:
Explanted components have been discarded therefore cannot be returned to manufacturer for identification and analysis. No review of manufacturing records for complained parts can be performed either since product information is unknown. No x-rays, cultures outcome report nor pictures of explanted components were provided either. From follow-up communication with complaint source it was confirmed that no further information regarding the case can be retrieved, therefore no further root cause investigation is possible. Taking into account the involved product family smr shoulder, no adverse trend has been identified for reported issue in the last year. According to investigation carried out, no corrective action is needed for this event. The manufacturer will continue monitoring the market in order to detect any similar event.

Event description:
Revision surgery was performed on (B)(6) 2025 due to infection of primary anatomic shoulder prosthesis. Previous surgery is unknown, as well as original implant information. During revision, humeral components were explanted and replaced with new finned stem dia15mm l80mm (part number 1304.15.150), finned humeral body medium (part number 13520.15.110), adaptor taper neutral (part number 1330.15.270) and humeral head dia 44mm (part number 1322.09.440). Surgery was completed as intended. The patient is female, date of birth on (B)(6) 1956. The event occurred in the united states.